Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the antegrade approach. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein in the forearm. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. The balloon was first inflated at 22 atmospheres however, the device failed to treat the lesion. The balloon was re-inflated however upon inflation at 24 atmosphere for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.